Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 5076-45 lead, 6935m62 lead, implanted on (B)(6) 2016, , dtma1qq ICD, 439878 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller adapter was not providing power. It was also noted that there was difficulty getting the plug to fit into the block and now the adapter rattles and the blue light does not turn on. The controller adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller ac adapter revealed that the clamp assembly was not properly mounted to the adapter housing. Functional testing revealed that the adapter was unable to provide power and the status led was off. Internal visual inspection revealed that a clamp nut from the clamp assembly was found within the adapter's enclosure, detached from the receptacle. The detached clamp nut prevented the clamp assembly from properly mounting to the power receptacle. During the internal visual inspection, it was noted that the adhesive around the clamp nut was present and had solidified properly. Supplemental testing revealed a open fuse, which prevented the adapter from providing power. Analysis indicated that the loose clamp not likely caused a short circuit condition, resulting in the open fuse. After the fuse was replaced, the adapter was able to provide power to a test controller and the status led indicator illuminated. As a result, the reported events were confirmed. Based on the available information, a possible root cause of the poor mechanical connection event can be attributed to the handling of the clamp assembly. Based on the investigation conducted, the most likely root cause of the reported no power event can most likely be attributed to an open fuse caused by the loose clamp nut coming in contact with the adapter's printed circuit board. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.